Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the patient was not crossing. A technical support specialist had checked that the patient example provided was a temporary visit, and this was to be made available at the stations. A tss had reviewed messages for the patient, noting that a significant number were not being processed due to mismatched facility codes. Additionally, the specialist followed up with the customer to determine if adjustments could be made and confirmed that there were no further issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient was not crossing, and user were unable to access the medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.